Event description:
It was reported that the synthes drill was discovered to be missing the blue ring during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the synthes drill was discovered to be missing the blue ring during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the device missing the blue ring was duplicated. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure.